Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
Unable to prime unit during prime/a33 test due to faulty fsr. (Gold) no a33 alarms noted. Unit received with cracked battery tube threads. Unit received with scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.